Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and damaged high voltage output transistors were noted. The transistor damage was caused by hv delivery into a low impedance load. The cause of the low impedance load remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the ER after receiving multiple inappropriate shocks for svt in vt zone. Device interrogation revealed multiple alerts for low, out of range hv lead impedance and possible circuit damage that resulted in abandoned therapies. Hv therapy was turned off. The device was explanted and replaced. The lead was capped and replaced. No further information is available.